Manufacturer narrative:
The initial MDR 2517506-2017-00216 was filed on (B)(6) 2017. Additional information (03/08/2017): a siemens headquarters support center (hsc) reviewed the event. Hsc found no issues with the instrument. The instrument performed as intended. Hsc reviewed the patient's history of results and found the patient's elevated tacrolimus results were repeatable on multiple sample collections. Elevated tacrolimus values were obtained on the plasma from the patient sample. Testing plasma samples for tacrolimus should recover values below assay range because the tacrolimus is bound to protein within the red cell. This pattern of tacrolimus recovery is consistent with a non-specific interferent in the patient sample. The cause of the discordant, falsely elevated tacrolimus results is due to a non-specific interferent in the patient sample. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens' customer service engineer (cse) was dispatched to the customer's site. The cse evaluated the instrument. The cse did not find any instrument issues or errors associated with the event. Siemens is investigating the event.

Event description:
A discordant, falsely elevated tacrolimus result was obtained on a patient sample on a dimension xpand with hm instrument. The initial result was reported out to the physician(s), which was questioned. The customer repeated the same sample at another site, resulting lower. A corrected reported was not issued to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely elevated tacrolimus results.